Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included debug and final testing without duplicating the malfunction. The device's front panel membrane and a system interconnect flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device self-selected the energy level. Complainant indicated that there was no patient involvement in the reported malfunction.